Event description:
A nurse reports during intraocular lens (iol) implant surgery, the lens did not completely open and attach to the capsular bag. The patient was sent home with the lens implanted, but returned a week later to have the lens exchanged. The nurse reports the patient is doing well. Additional information has been requested.

Manufacturer narrative:
The complaint device was discarded and is not available for evaluation. Product history records were reviewed and indicate the product met release criteria. There have been no other complaints reported for this lot of product. Additional information has been requested. This report was mailed to the FDA on: 12/20/2007.